Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menorrhagia with irregular cycle') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain, esophagogastroduodenoscopy and ganglion cyst. Concurrent conditions included dysmenorrhea and cyst ovary. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea."). The patient was treated with surgery (total laparoscopic hysterectomy, vaginal cuff closure, right salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menometrorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 7-oct-2020: fu 2 & 3 processed together - pif received: insertion date of essure, reporter information, patient demographic were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menorrhagia with irregular cycle') in an adult female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included epigastric pain, esophagogastroduodenoscopy and ganglion removal. Concurrent conditions included dysmenorrhea and cyst ovary. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, vaginal cuff closure, right salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menometrorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menorrhagia with irregular cycle') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and cyst ovary. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea."). The patient was treated with surgery (total laparoscopic hysterectomy, vaginal cuff closure, right salpingectomy, cystoscopy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menometrorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menorrhagia with irregular cycle') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and cyst ovary. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea."). The patient was treated with surgery (total laparoscopic hysterectomy, vaginal cuff closure, right salpingectomy, cystoscopy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menometrorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.